Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture : no observed. Additional observations: ¿ wear abrasion observed on the device. ¿ crease fold observed. ¿ wear abrasion observed on the device. ¿ white calcification observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later confirmed right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Health effect- impact code: f2203. A further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later confirmed right side rupture. The device has been explanted and replaced.